Event description:
Placed 12/23/96-removed for infection. Discarded prior to md suspecting malfunction.

Event description:
2 pts- both had catheters removed for infection on the same day. #1 placed 1/29/97 and removed 2/6/97. On removal, the catheter was in 2 pieces- retained by risk management.